Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2014 with the following findings: evaluation revealed that the black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2011 have been overwritten. Review of the available black box and alarm history shows no eaw¿s related to the complaint. The total daily dose adds up correctly and reflect the user programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate the complaint, information for the complaint is overwritten.

Event description:
The reporter claimed that the pt had issues with high blood glucose of over "500 mg/dl" last evening. Reportedly, there were no symptoms or medical intervention that would suggest a serious injury. The reporter provided some circumstances that could have explained his hyperglycemic blood glucose. The pt allegedly was under high stress with his dog that went missing within the last 24 hours. In addition, the pt had onset of the allergy and a skin infection near his eye. During troubleshooting, the animas healthcare provider concluded that the animas pump was working accordingly. This complaint is being reported because the pt reportedly had hyperglycemic blood glucose while using the animas insulin pump to manage his diabetes.